Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient came in and was noted to be undersupported. The patient was administered medication after the patient started to show signs of hemolysis with an increased plasma free hgb. A pump inflow or outflow obstruction was suspected. The patient's pump was exchanged on (B)(6) 2013.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.